Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01626 for a description of the first device. It was reported to boston scientific corporation that during an incontinence treatment procedure using a precision speedtac transvaginal anchor system to implant a repliform sling, the anchoring device was successfully placed in the second site. Upon placement of the fourth site, the anchor would not stay attached to the bone. The physician completed the procedure with another precision speedtac transvaginal anchor system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
"Anchor does not hold to bone." The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01626 for a description of the first device. It was reported to boston scientific corporation that during an incontinence treatment procedure using a precision speedtac transvaginal anchor system to implant a repliform sling, the anchoring device was successfully placed in the second site. Upon placement of the fourth site, the anchor would not stay attached to the bone. The physician completed the procedure with another precision speedtac transvaginal anchor system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned precision speedtac transvaginal anchor system (comprised of the handle assembly, the suture, and the anchor protective sheath) showed residue on the device, indicating customer use. The anchor assembly on the device was found to be missing. Visual analysis of the returned handle assembly and anchor protective sheath showed no visible damage. The suture was removed from the device and no damage was found on the suture assembly. During manufacturing, all sling fixation devices are 100% inspected to ensure adequate seating of anchor assembly inside the inserter tip at the distal end of the device. The probable root cause for the detached needle was determined to be operational context due to the anatomical/procedural factors that may have been encountered during the procedure limiting the performance of the device. The directions for use for the device includes the following cautionary statement: "patient bone density may affect placement of bone anchors (for example, loss of fixation, pullout of bone anchors, or difficult bone penetration.)" And "caution: do not twist or pull the driver handle at an angle during anchor deployment. This may cause damage to anchor, suture and/or patient injury."